Manufacturer narrative:
The device was received for analysis and overheating was duplicated during the quality analysis testing. Further investigation revealed corrosion damage to the motor, bearings and other subcomponent parts. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was called in for repairs for overheating during preparation prior to a procedure. No adverse consequence was associated with the event.